Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test and verify device deficiency anomaly due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose level and was treated with manual injection. Infusion set was leaking. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.